Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "water supply volume setting switch sometimes did not respond" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: control panel failure and failure of pump head a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a component failure of the control panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device water supply switch did not respond. Per the report, the issue occurred when changing the water supply amount during pre-use inspection for a diagnostic procedure. The intended procedure completed with the same device. There was no patient involvement on this reported event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device water supply switch did not respond. Per the report, the issue occurred when changing the water supply amount during pre-use inspection for a diagnostic procedure. The intended procedure completed with the same device. There was no patient involvement on this reported event.